Event description:
It was reported that the user experienced elevated blood glucose after breakfast while using a contact detach 6 mm infusion set (lot 6007038), noted bleeding at the infusion site after removal, and replaced the site with insulin delivery resumed; hyperglycemia lasted about three hours with a peak of 270 mg/dl, and no backup therapy or ketone testing was used. Symptoms included hyperglycemia. Outcomes included no medical intervention and no hospitalization. Investigation included telephone troubleshooting and user guidance. Investigation of this case revealed that insulin flow through tubing was confirmed and that the prior infusion site exhibited bleeding upon removal, with cause of hyperglycemia not determined. It was concluded that the event was consistent with hyperglycemia of unclear cause with no adverse sequelae. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.